Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump got wet and the pump was exposed to water. Customer's blood glucose was 131mg/dl at the time of incident. Troubleshooting found that the pump got wet and the display screen went blank immediately after. The product will be returned.

Manufacturer narrative:
The device was received with blank display due to moisture damage electronic assembly. Unable to perform functional test due to blank display anomaly. Moisture damage motor assembly. The device had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window.